Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that multiple alarms were received on the insulin pump. The patient's blood glucose was 298 mg/dl. Assistance was provided in performing a displacement test, which failed. It was advised that the customer revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime test, displacement test and basic occlusion test. No alarm for a motion sensor test failure was noted. No displacement test failure was noted. The insulin pump was received stuck in a loop of a motor error alarm during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing.